Manufacturer narrative:
An even regarding disassociation involving a metal head was reported. The event was confirmed through material analysis of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 20 november 2019. This inspection indicated: scratching consistent with contact against a hard object was observed on the head articulating surface in addition to burnishing. Debris was observed on the distal rim and taper. Damage was observed on the taper consistent with interaction with the stem. Damage consistent with the loss of taper lock was observed on the taper. The material analysis report concluded; biological material was observed on the main body of the stem. Damage consistent with the implantation/explantation process was observed on the neck and main body of the stem. Damage on the trunnion and symmetrical wear on the proximal end of the trunnion were observed and are consistent with loss of taper lock. Scratching consistent with contact against a hard object was observed on the head articulating surface in addition to burnishing. Debris was observed on the head taper and eds confirmed the chemical composition was consistent with an oxide, corrosion process, base material, biological material, material transfer from the stem, and the decontamination process. Elemental analysis confirmed the base material of the stem is consistent with an astm f1813 alloy and the base material of the head is consistent with an astm f1537 alloy. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-rays provided do not confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Surgeon revised prior tha for loose femoral head. Femoral head loose on taper.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Surgeon revised prior tha for loose femoral head. Femoral head loose on taper.